Event description:
The customer reported an unspecified image or signal problem. There was no patient involvement reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.